Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the 2.25x28 xience prime stent delivery system (sds) noted no blood visible and contrast on the shaft. The stent implant was stationary on the tightly folded balloon between the markers, with no damage noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. It was confirmed that the hypotube and jacket material were separated at the distal end of the strain relief tubing. The fracture faces were oval shaped as it kinked prior to separating. The jacket material at the hypotube separation was stretched and jagged. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. There was no kink observed during analysis, however, the kink reported in the case information likely lead to the separation. The lesion condition was described as moderately calcified, which likely contributed to the failure to cross. Reportedly, the shaft kinked during withdrawal of the sds and further rough handling of the shaft contributed to the shaft separating. It should be noted that the xience prime instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It is likely that the reported rough handling of the sds after the shaft kinked contributed to the shaft separation. To assure that all products perform according to specification, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected for kinks during the manufacturing process and a sampling of units is destructively tested to verify lumen integrity. A review of the lot history record did not reveal any related nonconforming material records. Additionally, a query of the complaint handling database was performed and there have been no other incidents for failure to cross or shaft separations for this lot. There is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a procedure in a non-tortuous, diagonal coronary artery, a 2.25x28 rx xience prime drug-eluting stent delivery system was advanced toward a moderately calcified lesion, but resistance was felt between the delivery system and the lesion. The xience prime was removed without resistance, but a kink occurred in the proximal shaft during removal, reportedly due to rough handling by a healthcare practitioner, then resulted in a proximal shaft separation into two pieces, just after the proximal hub; the break location was outside of patient anatomy, so the remaining shaft piece was able to be withdrawn from the anatomy without using a snare. The procedure was completed using another 2.25x28 rx xience prime. There were no reported patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.